Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism of the compact air drive device was blocked, and the device would not run. It was further observed that the trigger was broken (2+ pieces) and was fractured due to improper cleaning and lubrication. It was determined that the reverse locking mechanism was seized inside the housing, which was due to improper handling. It was further observed that the upper trigger was broken. It was further determined that the device failed pretest for check for excessive noise, check triggers for forward/reverse mode, check reverse locking mechanism and general condition. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.